Manufacturer narrative:
This MDR was delayed due to misunderstanding the MDR regulation at that time; though we have evaluated and investigated our suspect device accordingly as the following. Investigation and evaluations (including DHR and complaint review of same devices have been exported to the united states, a visual inspection of returned device) were performed on 03/18/2009. No deviation was observed from the standard of our device specifications through DHR review and any failure of (B)(4) devices have not been reported as complaint until now. And we assumed that this fracture was caused by excessive torque due unstable driver rotating. We concluded that this problem was not caused by quality problem. Type of reportable event: na. We determined that it was not a reportable event. Because this event occurred due to device malfunction, but there have been no patient's death or serious injury. Also, this malfunction is not likely to cause or contribute to a death or serious injury if the event were to happen again. (We have received (B)(4) complaints as fracture problem, no patient's death or serious injury reported until now). This MDR is our initial report to provide the evaluation result as an original manufacturer regarding MDR #1718476-2009-00001 which was submitted by rmo, inc. Though we concluded that it is not a reportable event. (B)(4).

Event description:
(B)(4).